Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the initial MDR in blocks b3, b5, b7, h6 and h11.

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended and the patient was experiencing increased pain due to this. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned.